Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) cardiosave intra-aortic balloon pump (iabp) had failed its service due to a broken screen.

Manufacturer narrative:
Updated field: b3, b4, g3, g6, h2, h11.

Manufacturer narrative:
Updated field: b4, d9, (g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) h11. A getinge field service engineer (fse) replaced the display top lcd to resolve the issue. Completed maintenance successfully. Product passed all functional and safety tests per manufacturer specifications. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a